Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported that at the end of (B)(6) 2018, the customer¿s adc freestyle libre reader was ¿fading and broken¿ , so he could not read the screen. It was further reported that in early (B)(6) 2018 the customer ¿had a headache, was dizzy, had an enormous thirst and a fever¿, so he was taken to a healthcare provider. At the hcp¿s office, a blood test was done (no reading provided) and he was treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection has been performed on the returned reader and the reader was observed to be partially de-cased. The reader did power on with button press. The meter was successfully downloaded. The complaint is not confirmed due to a user issue.

Event description:
A caller, calling on behalf of a customer, reported that at the end of (B)(6) 2018 the customer¿s adc freestyle libre reader was ¿fading and broken¿ so he could not read the screen. It was further reported that in early (B)(6) 2018 the customer ¿had a headache, was dizzy, had an enormous thirst and a fever¿ so he was taken to a healthcare provider. At the hcp¿s office, a blood test was done (no reading provided) and he was treated with insulin. There was no report of death or permanent injury associated with this event.